Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient reported remotely with a device in backup vvi. The patient was brought in clinic for further troubleshooting and the device was reprogrammed.